Event description:
It was reported that after deployment of an endovascular stent graft at the arterial anastomosis of an av graft, the distal portion of the delivery system became caught on the stent graft, moving the stent graft from the intended treatment site. Another endovascular stent graft was then implanted within the previously implanted stent graft to secure it within the vessel. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the manufacturer for evaluation. The investigation is currently underway.